Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred post-atherectomy. The popliteal (pop) artery lesion was 100% stenotic, of soft plaque morphology, and was 191mm in length. One patent run-off vessel was present prior to therapy. The physician used a nav6 embolic protection filter during the procedure. The lesion was initially treated with a 1.5mm solid crown oad which was spun at medium speed for three runs (27sec, 21sec, 28sec) and at high speed for two runs (21sec, 15sec). The crown was then upsized and the lesion was treated with a 2.25mm solid crown oad which was spun at medium speed for three runs (35sec, 22sec, 09sec) and at high speed for two runs (18sec, 33sec) for a total run time of 229sec. The residual stenosis was 60%. Spasm noted during the procedure was attributed to the viperwire and embolic filter and was successfully treated with intra-arterial nitroglycerine and angioplasty. The macro-embolism collected in the filter was removed using a 6f export aspiration catheter. The lesion was then treated with a 5.0x120mm submarine balloon inflated three times to 4atm each for a total inflation time of 14min. The residual stenosis was 10%. The expectations for the case were met. No stents were placed during this procedure. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of (B)(4) studies identified events that should have previously been reported to FDA. This is report# 21 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).